Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) sensor was starting to chip. Review of the event history log showed a larger number of upstream occlusion reports. Functional testing was performed, and the reported issue was not duplicated. The dso sensor was replaced.

Event description:
It was reported that the pump did not work. There was unknown patient involvement. No patient harm/adverse event was reported. Device evaluation revealed the downstream occlusion sensor was starting to chip.